Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the basket. A 190cm filterwire ez(tm) was selected for use. During unpacking, it was noted that there was a hole in the filter basket. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis noted that the spring tip was stretched and curvy. Also, the protection guidewire was received exposed from the sheath slit. The filter bag was received partially out of the sheath. The outer diameter dimensions were found within specification. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully retracted or deployed due to the device condition (protection wire exposed). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that there was a hole in the basket. A 190cm filterwire ez was selected for use. During unpacking, it was noted that there was a hole in the filter basket. The procedure was completed with another of the same device. There were no patient complications.